Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra smart meter displayed the battery indicator. The complaint was classified based on the customer care advocate's (cca) documentation. The patient said the battery indicator issue started at 7:17 am (eastern time). The patient took her usual dose of 12 units of novolog insulin and later became shaky. The patient's blood glucose level was not tested with another device. The patient contacted lfs at approx 10:15 am (eastern time) on the same day. The patient denied receiving medical intervention. The cca noted that the meter battery had not been changed per the owner's manual. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges she was unable to obtain a reading on the lfs product before taking insulin and she later experienced shakiness, a typical symptom of hypoglycemia.